Event description:
It was reported that intermittently the pump wake button was not operable. Pump screen was intermittently accessible when the pump was plugged into a power source. Blood glucose was not impacted. Customer continued to use pump for insulin therapy.